Event description:
It was reported that the 9800 system had a dark image during a vascular case. Also the hand controller had intermittent problem. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface is to be replaced by the customer. The contrast and brightness was adjusted and the software was reloaded during the service call. The system was tested and found to be working as intended and put back into service.